Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer's wife complains of "hi" results. Customer states that husband feels physically fine, denies the need for medical attention. The customer's expected blood results are 200mg/dl fasting. Verified test strips expire 07/31/2018. Confirmed customer's test strips are being stored properly and opened vial date 01/01/2016. Customer performed a back to back blood test 266mg/dl and 282mg/dl fasting. Reviewed meter memory (B)(6). Memory concerns:customer states that she is concern with all the reuslt in the meter memory but expecially the result taken on (B)(6) 2016 @ 1:25pm 423mg/dl and the embrase gave a result in the 500s (B)(6) ( wife) calling states that the trueresult meter is giving a lot lower blood results that his new embrace meter that her husband just receive. Customer states that the embrace gave results in the 500s and the trueresult gave results are the 400s. Customer states that his normal glucose range is in the 200s his glucose runs very high and his dr. Is aware of it. Customer tests 2-3 times a day. Check meter memory but customer wife states that she also uses the meter and she is not sure which one of these results in the meter memory is her husband. Customer is on dialysis but she is not sure what kind of dialysis he is taking but will check with his dr. And call me back. Check memory and the time and date are not set correctly. Customer calling me back to verify that customer is taking hemo dialysis not peritoneal dialysis.